Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. A review of the clinical file concluded the rhythm analyzed was not shockable. The result is due to the limitations of technology and not because of a malfunction. The event will be added to the ECG library for future releases. Analysis of reports of this type has not identified an increase in trend.